Event description:
Customer reported, the image will not rotate and the collimator is coning down, and the image has a circular artifact in it. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera, image intensifier and the collimator calibration files. System operates as intended.